Manufacturer narrative:
The device was returned to olympus for evaluation. As noted in describe event or problem the evaluation found no image, and this was due to a damaged charged coupled device (ccd) unit. In addition, the electrical system cable was found kink. The device was serviced and returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the olympus hd autoclavable camera head broke. During the evaluation of the returned device, it was found that there was no image. There was no patient or user injury reported. Additional details were requested from the customer regarding the reported event with no results. This MDR is being submitted based on the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.